Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed (B)(6) 2011 allegedly due to pain, swelling, inflammation, and damage to surrounding bone and tissue, loss of range of motion, loosening of cup and lack of mobility. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in the patient¿s medical records indicate the patient was revised on (B)(6) 2011 due to a loose acetabular component. Revision operative notes report no bony ingrowth on the acetabular cup and stem. Operative notes state no evidence of metallosis. The cup was removed and replaced with biomet product. The head and taper adapter were removed and replaced with competitor products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." And number 6 states, "inadequate range of motion due to improper selection or positioning of components." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for this event (reference 1825034-2012-01632, 1825034-2013-01706 & 01707). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed (B)(6) 2011, allegedly due to pain, swelling, inflammation, and damage to surrounding bone and tissue, loss of range of motion, loosening of cup and lack of mobility. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.